Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with a lowest blood glucose of 54 mg/dl after descending from an earlier unannounced meal-related hyperglycemia; there were no alerts or alarms reported, and troubleshooting and education were completed. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included resolution of the low after treatment and no need for professional medical intervention or hospitalization. Investigation included customer interview and review of device use and user-reported history. Investigation of this case revealed no device malfunction and that the event followed a missed meal announcement. It was concluded that the event was user-related with cause of hypoglycemia unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.